Manufacturer narrative:
The customer was contacted for return of the device. The customer has responded and indicated that the product will be returned for evaluation. However, no product has been returned.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device displayed a "defib charging error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.